Event description:
During an in-clinic follow-up, noise and low sensing were observed on the right ventricular (rv) lead. An x-ray was performed and there was no anomalies were observed. The rv lead was explanted and replaced to resolve the event. The patient is stable.

Manufacturer narrative:
As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual and x-ray examinations of the lead did not find any anomalies except for procedural damage.